Event description:
Five overhead operating room lights were identified as having cracking paint chips at the dome of the light, creating the potential for fb in operative site or infection. When company was notified, they offered to send a repair kit (which we did accept). The operating room staff is concerned if a repair kit is available. Was this a known defect.